Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose levels and dehydration. The customer did not provide their blood glucose count. The customer stated that they were not receiving a green light from their transmitter. The customer did not troubleshoot the issue and stated that they will call back at a later time. The customer did not return the product back for analysis.